Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in decontaminated condition. Visual inspection performed. Downstream occlusion (dso) seal was bubbled, and liquid crystal display (lcd) was scratched. Functional testing performed. The customer's reported problem, cassette not attached properly, was found during functional test. The root cause was a bad dso sensor. Replaced dso sensor to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had no change in voltage when pushing on the downstream occlusion sensor seal and received "cassette not properly attached" error. There was no patient involvement, and no patient harm/adverse event reported.